Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime or a33 test, e13 or a13, e22, e52 or a52 alarms due to a33 alarm. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address or serial number label.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer stated they tried 3 times and apparently there were anomaly during rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.